Manufacturer narrative:
(B)(4). Batch: unknown. The batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information requested and received: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? No feedback from customer, so no additional information could be provided.

Event description:
It was reported that during a pneumothorax procedure, jaw could not open during the surgery. Changed another device to complete the surgery. No additional information could be provided. Patient consequences were not reported.